Event description:
At the beginning of the procedure when the doctor stepped on the foor pedal, the surgical staff heard a popping noise and then saw that the laser fiber was broken. This incident occurred in the last month. This information is documented as reported to trimedyne